Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a decrease in the battery's longevity was observed. Within approximately two years time, the battery decreased by seven years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended replacing the device, and returning it to boston scientific for detailed analysis. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a decrease in the battery's longevity was observed. Within approximately two years time, the battery decreased by seven years. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended replacing the device, and returning it to boston scientific for detailed analysis. This device currently remains implanted. No adverse patient effects were reported. Additional information: an update was provided from the field representative that this device will continue to be monitored every three months via latitude (remote monitoring system) in order to postpone device replacement as long as possible.